Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips didn't form properly ( scissoring ) on cystic duct. No adverse patient consequences reported. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4). The analysis result showed that the instrument was received with the jaws found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No functional test could be performed due to the returned condition of the device. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.